Event description:
In 2006, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. The patient also presented with a highly angulated neck and a bovine trunk. The tag device was successfully delivered via a conduit. The following day, upon evaluation of the endograft, it was noted the device had infolded. An additional endovascular procedure was performed to repair the collapsed graft with a palmaz stent. The patient tolerated the additional procedure.